Manufacturer narrative:
(B)(4). Date of initial report : 03/09/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastrectomy procedure the surgeon and scrub tech did not feel ligasure was sealing properly. The surgeon reported there was not as much thermal burn as normal. There was no unanticipated bleeding. The surgeon completed the procedure with an scd48 device. Additionally, during the procedure the device stuck to tissue. Upon receipt for investigation a section of the seal plate was missing and was not returned. The customer confirmed that nothing came off the device and fell in to the patient during the case. The generator was checked by the site biomed and the outputs on the generator were within specification and a double tone end point indicating a complete seal was achieved during testing.

Manufacturer narrative:
(B)(4). Date of initial report: 03/09/2017. Date of follow-up report: 03/15/2017. One lf1644 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found a section of the seal plate is missing and not returned. The customer reported not seeing a full thermal effect. The reported condition could not be confirmed. Due to the condition of the returned device a full testing was not able to be performed on the device. The investigation found that the jaw a seal plate fell off the ligasure jaw and got stuck to the bottom jaw b seal plate. A section of the jaw a seal plate is also missing and was not returned. The customer confirmed nothing fell into the patient. The device show sign of arcing damage and there is also a visible burn mark on the over-mold plastic of where the ligasure jaw a seal plate got detached. The investigation identified the root cause of the arcing and damage to the jaw a seal plate to be user mishandling. The damage to the ligasure jaw and melting of the over-mold plastic is consistent to grasping a metal object during activation. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.